Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00297.

Event description:
Allegedly pt. Was calmly walking at 20:00pm (B)(6) 2013 - in between on step and the next one - he lost support of his leg and fell down to the floor. He could not stand up again. Next day went to his doctor at 9am. They performed x-rays and realized the neck was broken. Surgeon immediately hospitalized the pt. Complex - 3 hours - they removed the stem and implanted an (B)(4) samo revision stem - cup was maintained (a zimmer fitmore metal on metal modular cup).